Manufacturer narrative:
On 10/21/96, the facility nurse contacted a MFR rep. And stated that she has received the MFR's close letter and wishes to inform the MFR of a few discrepancies in the contents of the close letter. 1) it was stated that the device was accessed by the surgeon, who determined that the device was appropriately positioned. This should have read, the surgeon determined by palpating the device, that the device was appropriately positioned. 2) on 8/28/96, the MFR's sales rep. Was present for device pocket exploration surgery. Due to the fact that there was no surgery involved, this should have read, on 8/28/96, the MFR's sales rep. Was present when the surgeon manually flipped the device back into a upright position. 3) 50,000u/50ml of heparin was instilled into the device. This should have read, 50,000u/50ml heparin/normal saline was instilled into the device. The MFR's rep. Apologized to the facility nurse and informed her that the letter only contained the info provided to her. The facility nurse stated that she had no problems nor was she upset; however, she thought the MFR would like to have the corrected info so the file would be accurate. Additionally, the facility nurse stated that neither she or the physician require another letter with the corrected info. The corrected info provided did not change the outcome of the investigation/original file; therefore, the file will remain closed and the communication report and this corrected follow-up (01) will be added to the file. No further details are available. The MFR's file will remain closed.

Event description:
The device was implanted on 8/9/96, for the infusion of fudr through the hepatic artery for treatment of cancer. On 8/27/96, a facility nurse contacted the MFR's clinical specialist. The facility nurse stated that at the first device refill on 8/23/96, 35cc of serous fluid was aspirated from a seroma of the device pocket. The facility nurse stated she was unable to successfully access the device reservoir and the device was easily movable in the device pocket. The device was accessed by the surgeon, who determined that the device was appropriately positioned. On 8/27/96, prior to accessing the device, the facility nurse contacted the MFR's clinical specialist and requested to know how a "flipped device" could be identified. The facility nurse and the MFR's clinical specialist discussed factors, including x-ray confirmation. Later that day (8/27/96), the facility nurse contacted the MFR's clinical specialist again and informed her that the pt's device pocket remained edematous and she had aspirated 200cc of serous fluid from the device pocket. Additionally, she stated that she attempted to access the device reservoir, but was unable to locate the device septum. The pt was sent to x-ray for a lateral view of the device. The radiologist reported that the device septum appears to face the fascia, with the smooth bottom surface of the device next to the pt's skin. The facility nurse requested a MFR nurse be present in the office to observe palpation of the device and to view the x-ray. Later that day (8/27/96), a MFR clinical rep was present in the office to support the radiologist's reading of the x-ray. The surgeon was not available; however, the surgeons partner/associate reviewed the clinical and x-ray info. As a result, the pt was scheduled for a device pocket exploration on 8/28/96.